Event description:
After discharging 200j to cardiovert pt, it was reported that the device locked up and none of the buttons were functional. The users cycled power and the device was reported to function normally. There was no report of adverse effect to the pt. A similar issue was reported to occur the previous week. There were no further details on the pt provided.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported lock up failure. Physio observed proper device operation through functional and performance testing. A conclusive cause of the reported event could not be determined.